Manufacturer narrative:
(B)(4). The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba). Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the monitored vti (inspired tidal volume) showed 800 ml with 500 ml during the after-use check. The issue was not resolved after replacing the flow sensor. The exhalation pressure transducer calibration failed. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported complaint was able to be confirmed and duplicated. The pt 800 transducer was out of calibration and the pt 802 transducer has failed. This issue will be internally investigated within vyaire.